Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. The device was reprogrammed and remained implanted. The patient would be monitored. No patient symptoms were reported.

Event description:
New information received on (B)(6) 2014, indicated the device had reached true elective replacement indicator, was flagged due normal battery depletion. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.